Event description:
Patient reported obtaining back-to-back blood glucose results of 247 mg/dl and 112 mg/dl on the advantage system. Pt indicated that, at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Pt self-treated by drinking orange juice and eating. No injury was reported. Pt did not provide the location where the discrepant results were obtained. A level-one quality control test was performed on the advantage system and the value was outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.